Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and customer alleged battery cap is damaged and the battery cap metal is missing, transmitter got disconnected to the pump and receive replace battery now. The customer reported blood glucose value of 400 mg//dl. The customer treated high blood glucose by manual injection. The event involved products unk_transmitter. Troubleshooting was partially performed and it was unknown whether the customer had been using the insulin pump within 48 hours of the reported event, and unknown whether the auto mode feature was active at the time of the event. The customer received a low battery alert prior to replace battery alert, replace battery now alarm, or off no power alarm. No further patient complications were reported. The products unk_transmitter will not be returned for analysis.